Event description:
Title: re-tubularization of highly-ischemic anti-mesenteric border (rehab) the aim of the study is based on the previously described techniques of intestinal lengthening to improve intestinal function in the patients. A total of 4 patients underwent re-tubularization of highly-ischemic anti-mesenteric border (rehab) procedure. A resection of jejunum was performed and the areas of anti-mesenteric necrosis were excised and the bowel was reapproximated with running 5-0 pds suture (ethicon). A wedge resection of the ischemic portion of the proximal jejunum and ileum was performed. The bowel was then closed transversely with running 6-0 prolene suture (ethicon). Reported complications are intravenous line malfunction, infection, bowel obstruction, intestinal sepsis, intestinal ischemia and intussusception. In conclusion, they describe additional cases and updated outcomes of patients who underwent intestinal salvage via re-tubularization of highly-ischemic anti-mesenteric border (rehab). Although these patients have had differing post-operative and clinical courses, each had an increased potential for enteral autonomy, nutritional stability and growth.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-01868 . Citation: https://doi.org/10.1016/j.epsc.2021.101882.